Event description:
Spontaneous call. Patient reported that the pump broke during her infusion. She was not able to infuse her medication. No adverse event reported; device available for return; unknown lot/expiration. No further information known. No dates known. Indication: other common variable immunodeficiencies. Pump is used to give hizentra 20% 10 grams sc twice a week. Reported to (B)(6) by pt/caregiver.